Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is likely due to improper pin and spring assembly performed by the operators during the manufacturing process. Issue-2025-00025 has been initiated for further investigation. A search of the complaint database was performed and seven similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are taken as warranted. Trend data will be used to monitor complaints and the performance of production processes and quickly address any deviations from established standards.